Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; abdominal pain, and secondary reline with a non-endologix device. Clinical evaluations was unable to find substantial evidence to support the following reported endoleak type iiib, and the endoleak type ib was refuted to be a persistent endoleak type ia that was unresolved from implant, this failure will be captured in a separate report. The most likely cause of the compromised stent graft integrity could not be determined due to a lack of relevant imaging surrounding the initial implant and reported event. However, the severe aortic narrowing between the two bi-lobed aneurysms, which required ballooning post implant, likely contributed to the compromised stent graft material. No procedure related or user related issues were determined. Unable to determine additional anatomy related issues, off-label or cautionary product use conditions. Associated clinical harms for this event included: type iiib endoleak; pain, and a secondary endovascular procedure (relined with a non-endologix device). Procedure related harms included: hypertension which was treated medically. The type ia endoleak persisted at completion of the reline event with the non-endologix device. The final patient disposition was discharged home on post-operative day three with part-time home nursing care. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient was implanted with an afx2 bifurcated and vela suprarenal device on (B)(6) 2016. The patient was present emergently with abdominal pain. Through computed tomography angiography, it was noted that the patient may have an endoleak type 3b or 1b. Patient was brought to the operating room, through angio the doctor couldn't determine the type of leak. The physician elected to reline entire device with endurant stent graft. The leak was resolved; the patient was reported to be doing well and the pain was resolved.